Event description:
This report is to advise of an event observed during analysis which revealed a fracture in the catheter shaft between electrodes 2 and 3.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been bent just distal to electrode ring 3 and the shaft material had been fractured at this location. Further investigation revealed optical fiber 2 was fractured at the location of the fracture in the shaft material, consistent with the detected optical signal issue and the reported issue. The deformable body thermocouple (tc2) had been fractured at the location of the fracture in the shaft material, consistent with the observed error message, the detected open circuit, and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.